Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the devices were dropping staples. There was no pt consequence.

Manufacturer narrative:
Tracking# 44494. H6: the inst fired & malformed 4 staples & it was concluded the staples had malformed due to the malformed holder, & this eas due to a vendor error. Endopath endoscopic articulating multifeed stapler: abcdefh) no conclusion could be reached as to why the reported insts. "Were dropping staples" during surgery. A) the inst. Was returned empty & no functional testing could be performed. The inst. Was cycled & was found to be within design specs. Bcdefh) it was concluded that the insts. Were conforming with regard to staples feeding, firing, & forming. The insts. Were examined & were found to be functional & were cycled, fired, & properly formed the remaining; b)4 staples c)9 staples d)17 staples e)8 staples f)staples; all without incident. Gi)it was concluded that the reported insts. "Were dropping staples" during surgery may have been due to a malformed holder. G) the inst. Fired & malformed 4 staples & it was concluded that the staples had malformed due to the malformed holder, & this was due to a vendor error. I)the inst fired & properly formed the remaining staple. It was concluded that a malformed holder, due to a vendor error, may have caused the reported incident.